Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not powering on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was making a high-pitched noise and wasn't powering on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. Device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not powering on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was making a high-pitched noise and wasn't powering on.